Manufacturer narrative:
(B)(4). Concomitant medical products: art surface catalog 00588004014. Unknown tibial component. It is unknown if product will be returning to zimmer biomet, and the investigation is in process. Once the investigation is completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event: 0001822565-2018-04265, 0001822565-2018-04210. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device location unknown.

Event description:
It was reported that patient underwent a right knee arthroplasty. Subsequently, patient was revised due to instability and dislocation of the hinge mechanism.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: (B)(4) 2018.(B)(4) 2018. (B)(4) 2018. (B)(4) 2011. Unknown tibial tray, catalog #: unk, lot #: unk previously reported unknown articular surface is now being reported as catalog #: 00588004014, lot #: 61853773. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of actual devices received, photos taken during the revision procedure received, and x-rays received. Visual evaluation of the returned components identified that the hinge post extension had nicks and gouges along its length and damaged threads. The hinge post also showed signs of wear and had damaged threads. Photographs taken during the revision surgery show the hinge post extension had backed out of the hinge post. Evaluation of the returned x-rays by an hcp identified slight subluxation of the tibia in relation to the femur. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial total knee arthroplasty. Subsequently, after surgery the operative report has turned out that knee is unstable. Axis has beeen dislocated of the axis-mechanism and x-ray shows slight subluxation in the tibia in relation to the femur. A revision procedure occurred.